Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Device returned (B)(6) 2013. The device was returned to the manufacturer for evaluation by the quality engineering team. The product analysis found there was a piece of tape around one point of the cable. Pressure meter asset 1270-j was used to check the footswitch. The pedal was depressed several times; readings were between 9 and 10.5 psi. Per xpi-ns 3328200 rev j section 9.7.1.1, reading should be between 5 and 11 psi. When the pedal was released, the pressure went back to zero. No functional issues were identified during the evaluation. The reported complaint could not be confirmed. (B)(4).

Event description:
It was reported that the pneumatic foot control unintentionally activated. The event did not occur during a procedure and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.